Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit (exact type and procedure date unknown), the patient presented with mesh exposure, requiring mesh revision (date of onset and specifics unknown). Reportedly, the patient's condition is fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.